Event description:
A female consumer reported an event with band-aid unspecified which she applied for the cut in the morning and took it off in the night. The consumer reported that after she pulled the band-aid off fast, it ripped her skin off and left a deep cut wound. The consumer reported that she had three doctor visits and medicine for the reported event.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5 and a6: age, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA not applicable babgenusunsp babgenusunsp, lot number ni. D4: UDI, upc, lot number and expiration date are not available. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical code: e1721 also refers to consumer alleged ¿after removing the product, it ripped skin and left a deep cut.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.